Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking from the bottom of the reservoir. The customer¿s blood glucose was 300 mg/dl. Customer stated that they ran an high pressure test to look for leaks and insulin pump alerted with an insulin flow blocked alarm. Customer was getting air bubbles in her reservoir during therapy. Customer stated that the approximate size of air bubbles was size of the tip of a pen. Customer states there was currently no air bubbles in her reservoir. The device will be returned for analysis.